Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.

Event description:
During surgery in 2008, the surgeon was trying to engage a closure top and bent the lateral locking lip. Additional information received from the sales representative 26 jan 2009. As the surgeon pushed the driver down on the closure top in order to connect with the screw, the closure top bent. The surgeon removed the closure top from the construct and implanted another one. Surgery was extended five minutes. The surgical procedure was an initial tlif. There was no harm to the patient and no surgical delay was reported.